Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to seek medical attention due to hyperglycemia. The patient's blood glucose levels reached >400 mg/dl while wearing the pod. It was also reported that the cannula was bent and the site was irritated/red. Symptoms reported include not being able to wake up and chest pain. The patient's daughter removed the pod and administered 5 units of lispro insulin. The emt (emergency medical technician) stayed with the patient until the stabilized. The pod was worn when seeking medical attention.